Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
A surgery to implant a mountaineer to the c3-c7 was performed on (B)(6) 2016. During the surgery, when the surgeon was performing the last fixation of the inner set screw of the crosslink with the reported torque driver shaft after implanting a lateral mass screw and a rod, he heard a clicking sound and the feeling of screwing was gone. Then the inner set screw got caved into the screw head and broke the thread in the screw head. The screw was caved in too deeply to the extent that it had produced silver dust. The surgery was successfully completed with a 10 minutes delay. There were no patient injury / consequences. The sales rep inferred that, because the surgeon was able to use the reported torque driver shaft after the event, the cause of this event is possibly either cross-threaded or head-spread.